Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) appropriately sensed an arrhythima, delivered therapy, and eventually converted the patient out of the arrhythmia on the fifth shock. However, it was noted that the ICD exhibited some undersensing during the arrhythmia and diverted one shock while the patient was still in the arrhythmia. Oversensing was noted throughout the episodes. All rate/sense parameters were normal; however, the threshold measurements were high. Non-physiologic spikes were also observed on the e-grams.